Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon evaluation, a flash failure was found at pin a25 of the flash memory (components u102 and u105). The cause of the failure cannot be positively identified but is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted form the defective flash memory components. The last pt to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, it was discovered the monitor would not power up. The last pt to use this monitor did not report any problems.